Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and inner sheath could not advance in the outer sheath due to blockage caused by the white the hemostatic valve. The hemostatic valve was dislodged inside of the hub. This was identified when the packaging was opened. A second sheath was used to complete the operation. There was no report on adverse event on patient.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-jul-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and inner sheath could not advance in the outer sheath due to blockage caused by the white the hemostatic valve. The hemostatic valve was dislodged inside of the hub. This was identified when the packaging was opened. A second sheath was used to complete the operation. There was no report on adverse event on patient. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub of the device and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. A device history record review was performed for the finished device lot number 00002890 and no internal action related to the complaint was found during the review. The hemostatic valve separation issue reported by the customer was confirmed. The potential cause of the separation of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).